Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states after a comprehensive evaluation was completed it is the dentist professional opinion that the patient was never a suitable candidate for at home aligner therapy due to the presence of posterior open bite. Aligner treatment has exacerbated the patient's condition. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.